Event description:
In 2009, the pt reported that when she changed her infusion site this morning she had to use 2 alcohol wipes to clean up blood where the site was removed. She stated that the infusion site had been in use for 3 days and was located near her hip. She stated there is a bump there. Since that time her blood glucose was elevated from 150 mg/dl to 342 mg/dl even though she has bolused. She was advised to monitor her blood glucose and to change the infusion site again if necessary. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.